Event description:
A user facility reported to olympus that the error "e216" displayed on the screen and the image was lost during a procedure. The intended procedure was not completed. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned to olympus and the cause of the fault could not be identified with the information provided. The error occurred once each during two procedures (the first event is described in (B)(4)). The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿a description is in the instruction manual of clv-290sl. Following this could prevent the phenomenon to occur. 4.4 connection of an endoscope. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.